Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and sleeve. Fse cleaned the sleeve and replaced the tip clamp. Fse inspected 2-pole ribbon cables and replaced positions #7, 8, and 9 due to wear. Fse ran functional checks in service diagnostics to verify proper operation. The instrument was tested without further problem and was returned to expected operation.